Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed as nipro, thailand is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each having the safety mechanism activated, and no issues were observed that could cause a needle stick as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle stick. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use with bd vacutainer® safety-lok¿ blood collection set the user received a dirty needlestick injury. Information regarding intervention, testing, or patient impact has not been reported. The following information was provided by the initial reporter, translated from french to english: it was noted "bea prick following a blood draw; change of equipment, manually retractable needle so much more risk for agents." Analysis of the incident indicates that: the device was not secured. That the pushbutton sampling units have been chronically out of stock for months. The safetyloks are substitutions for these deliveries... Although they are actually from an earlier and less successful generation.

Manufacturer narrative:
The following field has been updated with corrected information: h.6 - imdrf annex a code: a0509.

Event description:
It was reported that after use with bd vacutainer® safety-lok¿ blood collection set the user received a dirty needlestick injury. Information regarding intervention, testing, or patient impact has not been reported. The following information was provided by the initial reporter, translated from french to english: it was noted "bea prick following a blood draw; change of equipment, manually retractable needle so much more risk for agents.". Analysis of the incident indicates that: the device was not secured, that the pushbutton sampling units have been chronically out of stock for months. The safetyloks are substitutions for these deliveries... Although they are actually from an earlier and less successful generation.